Event description:
The complainant has reported that a patient underwent a therapeutic procedure placement of a tracheal stent in august of 2005 for treatment.the stent is described as a ultraflex- however, there is no catalog, part number or lot/batch number provided to confirm this. At some time after placement of the stent, time not specified, the patient began to complain about irritation when breathing. It is noted that the top of the stent began to come apart/this resulted in a wire stick cut causing the irritation. The physician has since repaired with anothet stent. It is further noted that the patient does not have a "normal" trachea.